Event description:
The recipient reportedly experienced intermittent lock, despite device testing within normal limits. External equipment was exchanged. However, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.10. Advanced bionics considers the investigation into this reportable event as closed. The external inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained during stimulation. The condition of the electrode and the no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests that were performed. The failure of this device is attributed to a fault within the analog chip. The supply currents measured during dc-level testing revealed higher than normal values. The ability to maintain lock becomes disrupted when the chip enables both stimulation and backward telemetry circuitry. A corrective action was implemented. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be verified. The condition of the electrode and the no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests that were performed. The failure of this device is attributed to a fault within the analog chip. The supply currents measured during dc-level testing revealed higher than normal values. The ability to maintain lock becomes disrupted when the chip enables both stimulation and backward telemetry circuitry. A corrective action was implemented. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.